Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional info: further information was provided and reported, the lens would not unfold and the haptics were stuck to optic. The lens was removed and replaced during the same-day procedure. Implant date was previously reported as unknown. There was no incision enlargement or vitrectomy required. There was no patient injury. A different model of lens was implanted as a replacement. No other information was provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown. Sex/gender: unknown. If implanted, give date: unknown/not provided. (B)(4). Device evaluation: loose fibers/particles were observed on lens related to handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens. One of the haptic was observed slightly distorted. No damaged was observed to the other haptic. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) would not unfold, therefore, the lens was explanted. No additional information was provided to johnson & johnson surgical vision.